Event description:
It was reported that a no readings/sensor error/brief sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2024. According to the report, on (B)(6) 2024 at 1300, the patient had a syncopal episode with head injury. The granddaughter checked the bg and it was 30 mgdl while the dexcom display devices showed sensor error or no readings. Her granddaughter called medics for help and the medics arrived at 1330. Medics gave the patient dexamethasone oral and glucagon to bring up her sugar and was transported to the emergency room. In the hospital, the patient was given intravenous (IV) fluid and underwent a computed tomography (CT) scan. In the emergency room, a nurse measured the glucose using their device and it was 30 mgdl to undetectable. The behavior of the continuous glucose monitor (cgm) display device at that time was not documented. The patient stayed in the hospital for 7 days due to persistent hypoglycemia. On may 23, the patient was discharged and was okay but had 20 stitches in her head. There was no documentation of further medical evaluation or intervention. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/sensor error/brief sensor issue was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.